Event description:
The cypher stent was stripped or fell off the balloon during preparation. The product was not used in the patient. There was no reported patient injury. No further information was available.